Manufacturer narrative:
The following devices were also listed in this report: triathlon asym patella a35x10; cat# 5551l350; lot# lcc241. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# sblbx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A participant stated last (B)(6), she was admitted to the hospital with an infection in her triathlon knee replacement. She had to have a dair (debridement, antibiotics implant retention) as treatment.

Manufacturer narrative:
The following other device was added to this report after submission of the of initial emdr report: unknown triathlon femoral component; cat# unknown; lot# unknown. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not explanted. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as x-rays, medical records, operative notes, patient history and pathology reports are required to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this investigation will be reopened.

Event description:
A participant stated last october, she was admitted to the hospital with an infection in her triathlon knee replacement. She had to have a dair (debridement, antibiotics implant retention) as treatment.